Event description:
The hospital have been saving several gdc pusher wires due to quick detachment times. Procedure dates, details, and number of pusher wires returned are unknown and the hospital did not keep track of this data. There were no complications with any of the procedures. The hospital is not complaining, they would just like a response regarding whether the coils detached via electrolysis or otherwise.